Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) shut down the cubex application in task manager and guided the customer through restarting the cabinet using the power switch and restarted all in one (aio). No failed drawers were found on the populate buttons screen, and the customer confirmed successful issuance of the item. The system functioned as intended after the technical support specialist investigated and guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a message on the screen stated that the drawers were offline. The customer was unable to log on to issue a ceftriaxone 2 gram vial. Although the customer was able to log on using fingerprint authentication, no drawer opened, and she was unable to skip the transaction because the screen requested that the drawer be closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.